Manufacturer narrative:
(B)(6). (B)(4). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump stopped during infusion due to occlusion death/serious injury: no".